Manufacturer narrative:
Follow-up #2 (09/26/2011)-device evaluation: a DHR (device history record) was completed on (B)(6) 2011 for this product and no deviations, non-conformances, or reworks were observed.

Manufacturer narrative:
Follow-up #1 (09/26/2011)-device evaluation: the lay user/patient¿s product(s) has been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have spc pins lifted high. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that her one touch ultra2 meter was displaying the "apply sample" message even after applying the sample to the strip. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue began at an unspecified date and time at the end of (B)(6) 2011 or at beginning of (B)(6) 2011. It is not known if the patient takes any medication to manage her diabetes nor if she made any changes to her normal diabetes management in response to the reported issue. The patient claimed to have developed symptoms of "sweating" at an unknown date after the alleged issue began but denied receiving any medical treatment in response to the symptoms. At the time of troubleshooting, the cca determined that the patient went through the recommended testing procedures per the owner's booklet and the correct type of test strips was used. Replacement products were sent to the patient. Although the patient denied receiving any medical intervention, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.